Manufacturer narrative:
Continuation of medcial devices: 5076-52 lead implanted: (B)(6) 2016. Evaluation summary: the full lead was returned. Analysis was performed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise and intermittent high pacing impedance. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.